Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified, moderately tortuous left common iliac artery (cia). A non-bsc 6french guide catheter and an unspecified thruway guidewire were advanced across the lesion site. Next a sterling monorail 5.5 x 40/135 (4f) was advanced to the lesion site. An encore inflation device was used to inflate the balloon to 10 atms and at this point, the balloon ruptured while pressurizing. The balloon was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural failures. (B)(4).